Event description:
It was reported that there was a lead warning on the right ventricular (rv) lead due to low impedance paces. Follow-up was performed and it was indicated that the doctor will watch the lead for any abnormalities. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the rv lead was explanted and replaced. A venogram was performed prior to the procedure, and no oversensing was noted.